Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a f/u report will be submitted.

Event description:
During an atrial fibrillation procedure performed with a cool path ablation catheter, the physician noted the irrigation port of the catheter was partially detached and leaking. The catheter was replaced by another cool path catheter and the procedure was completed with no adverse consequences to the pt.